Event description:
The surgeon attempted to insert an aq2003v silicone three-piece lens but the haptic tore. There was no patient contact or injury. The reporter stated it was unknown as to why the haptic tore.